Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. System was tested and is ready for use. Isi confirmed/reproduced the reported issue during analysis of the iesu. The unit displayed error c-34 on start up during normal mode testing on in-house system.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the erbe generator had an error c-30 occur. The intuitive surgical, inc. (Isi) technical service engineer (tse) guided the customer to reboot the erbe. However, the issue remained and the erbe had a burning odor. The tse guided the customer to stop using the erbe and swap to a backup esu generator to continue the procedure. The procedure was completing as planned with no reported injury.isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using a backup esu generator. There was no injury to the patient.